Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low"; although specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management. In addition, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.